Event description:
The catheter had been in for 27 days when it broke completely at the connector. It was removed & replaced.

Manufacturer narrative:
Upon evaluation of device, it was determined that this would not have been a reportable event. However, since the MFR had already reported the 4 french catheter. Returned for evaluation is the catheter with the hard luer locking hub missing. Overall length of the catheter measures 51.7cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. A hard luer locking hub was placed into the soft molded hub for evaluation. Using a 6cc syringe with water, the catheter was pressurized up to 60psi by occluding the distal tip with a padded clamp. The hard hub stayed securely in place. This was repeated for verification and the hard hub still remained in place. The current product instructions for use warns against exerting pressures above 25 psi. The catheter was tested for patency using a 6cc syringe and water. The catheter flushed and aspirated normally. The complaint is confirmed since the hard luer locking hub was missing and should be recorded as user related. This type of separation could occur due to over pressurization or over tightening/loosening of luer connections.